Event description:
It was reported that the ilet user did not announce meals and was guided through a factory reset and setup, with the event attributed to an improper procedure related to missed meal announcements and involving the user interface. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Several attempts were made to obtain additional information including any symptoms and outcome. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and relevance to the user interface. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.